Manufacturer narrative:
Concomitant products: product ID 3998, lot# l56766, implanted: (B)(6) 1998, product type lead; product ID 7434-e, serial# (B)(4), implanted: (B)(6) 1998, product type programmer, patient; product ID 7495-51, serial# (B)(4), implanted: (B)(6) 1998, product type extension; product ID 7434-e, serial# (B)(4), implanted: (B)(6) 1998, product type programmer, patient. (B)(4).

Event description:
It was reported that about a month and 1/2 to 2 months prior to the report, the patient felt a quick jolt when he attempted to turn the stimulator up/down. The status lights were assessed and it was noted that the green status light next to the implantable neurostimulator (ins) battery icon was off. The reporter noted that the patient had a low battery and it explained why the patient had been in pain lately. It was noted that the pain began about a month prior to the report. The reporter noted that the patient was having problems with the patient programmer. It was noted that the patient was not able to adjust stimulation and the issue began a couple of days prior to the report. On the night prior to the report, the patient tried pressing buttons and nothing would happen ¿ it wouldn¿t go down or up and he didn¿t hear any beeps or anything. The patient changed the 9 volt battery but it didn¿t do anything to the stimulator. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.